Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device'), genital haemorrhage ('heavy bleeding') and appendicectomy ('appendix removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user, multigravida and parity 3. *following the requisite time period after implantation of essure plaintiff had a hsg test (result not reported). Concurrent conditions included breast cyst, abdominal pain, uterine bleeding, food allergy, anemia, pelvic adhesions, weakness and unable to walk. Concomitant products included ibuprofen (motrin children) from 2014 to 2017 and tramadol from 2014 to 2017. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient was found to have the first episode of weight decreased ("weight fluctuations, weight loss"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"), fatigue ("fatigue") and nausea ("nausea,"). In 2014, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse"), cyst ("hormonal changes describe: cyst") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain / abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("back pain"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), adenomyosis ("surgery (other) type of surgery: adenomyosis"), breast cyst ("breast cyst"), uterine pain ("uterus pain"), adnexa uteri pain ("ovary pain"), breast pain ("breast pain"), hepatic cyst ("liver cyst"), ovarian cyst ("ovary cyst") and visual impairment ("vision/eye problems type: poor vision"), underwent appendicectomy (seriousness criterion medically significant) and was found to have the second episode of weight decreased ("weight loss,"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),unilateral salpingo-oopherectomy, appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, dyspareunia, infection, fatigue, cyst, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, adenomyosis, the last episode of weight decreased, breast cyst, uterine pain, breast pain, hepatic cyst, ovarian cyst and visual impairment outcome was unknown, the migraine was resolving and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri pain, appendicectomy, back pain, breast cyst, breast pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hepatic cyst, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal haemorrhage, visual impairment, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: two removal dates mentioned in product information. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in 2008: essure device was in place. Pathology test - on (B)(6) 2016: final pathologic diagnosis : uterus, cervix, left fallopian tube and ovary and right fallopian tube, hysterectomy, bilateral salpingectomy and left oophorectomy: cervix: benign endocervical polyp. Endometrium: secretory phase endometrium. Myometrium: focal adenomyosis. Fallopian tubes: metallic coils present in lumen of both fallopian tubes. Left ovary: histologically unremarkable. Excessive and frequent menses with irregular cycle; robotic total hysterectomy lso right salpingectomy. Specimen(s) received : uterus cervix left tube and ovary right tube. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, menorrhagia, female pelvic pain, migraine. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received. Patient demographics were added. Event weight fluctuations, weight loss pt updated. Event liver cyst, ovary cyst and vision/eye problems type: poor vision added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user, multigravida and parity 3. *following the requisite time period after implantation of essure plaintiff had a hsg test (result not reported). Concurrent conditions included breast cyst, abdominal pain, uterine bleeding, food allergy, anemia, pelvic adhesions, weakness and unable to walk. Concomitant products included ibuprofen (motrin children) from 2014 to 2017 and tramadol from 2014 to 2017. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), the first episode of menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain / abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), infection ("infections"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), cyst ("hormonal changes describe: cyst"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal"), the second episode of menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("headaches,"), nausea ("nausea,"), adenomyosis ("surgery (other) type of surgery: adenomyosis"), breast cyst ("breast cyst"), uterine pain ("uterus pain"), adnexa uteri pain ("ovary pain") and breast pain ("breast pain"), underwent appendicectomy ("appendix removal") and was found to have weight decreased ("weight loss,"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tube),oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, dyspareunia, infection, fatigue, weight fluctuation, cyst, depression, vaginal haemorrhage, the last episode of menorrhagia, female sexual dysfunction, nausea, adenomyosis, weight decreased, breast cyst, uterine pain and breast pain outcome was unknown, the migraine and headache was resolving and the adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri pain, appendicectomy, back pain, breast cyst, breast pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, migraine, nausea, pelvic pain, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: essure device was in place. Pathology test - on (B)(6) 2016: final pathologic diagnosis : uterus, cervix, left fallopian tube and ovary and right fallopian tube, hysterectomy, bilateral salpingectomy and left oophorectomy: cervix: benign endocervical polyp. Endometrium: secretory phase endometrium. Myometrium: focal adenomyosis. Fallopian tubes: metallic coils present in lumen of both fallopian tubes. Left ovary: histologically unremarkable. Excessive and frequent menses with irregular cycle; robotic total hysterectomy lso right salpingectomy. Specimen(s) received: uterus cervix left tube and ovary right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, menorrhagia, female pelvic pain, migraine. Most recent follow-up information incorporated above includes: on 8-mar-2019: new pfs+mr received- new events added: hormonal changes describe: cyst, depression, abnormal bleeding (vaginal, menorrhagia),apareunia, headaches, nausea, adenomyosis, appendix removal, weight loss, other injury or complication (s) please describe: breast cyst, uterine pain, ovarian pain, breast pain were added.outcome of events ovary pain from unknown to recovered/resolved and events migraine and headache from unknown to recovering/resolving were updated.new reports were added.concomitant and historical condition were added.historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe lower abdominal pain / abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), infection ("infections"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, back pain, dyspareunia, migraine, infection, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. Diagnostic results: following the requisite time period after implantation of essure plaintiff had a hsg test (result not reported). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.